Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet system after dinner, with continuous glucose monitor alerts for impending low, subsequent symptoms, self-treatment with oral glucose and juice, pausing insulin, and disconnecting from the ilet, after which the user reverted to prior therapy. Symptoms included dizziness, sweating, feeling out of it, and brain fog. Outcomes included transient hypoglycemia with recovery after carbohydrate intake and assistance from a household member, with no medical intervention and no hospitalization. Investigation included review of training records, device data review attempts, user interview, and internal clinical consultation. Investigation of this case revealed hypoglycemia with unclear etiology, with user-reported pauses in delivery and behavioral factors around meal announcement and physical activity that could have contributed, while no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.